Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The pulse generator and the electrode were successfully replaced with new ones after over four years of implant time. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the reason for explant was that the pulse generator had migrated. The product will be returned for analysis. It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The pulse generator and the electrode were successfully replaced with new ones after over four years of implant time. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the migration code for h6 device codes. This supplemental report is being filed to provide additional information that the reason for explant was that the pulse generator had migrated. The product will be returned for analysis. It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The pulse generator and the electrode were successfully replaced with new ones after over four years of implant time. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to provide the migration code for h6 device codes.